Manufacturer narrative:
During testing, evidence of burning and charring was noted on some of the components of the middle printed circuit board. The probable cause was a broken middle printed circuit board. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report of during testing at the user facility the device did not have ac power. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center evidence of burning and charring was noted on come of the components of the middle printed circuit board.